Manufacturer narrative:
H3: customer report of stenosis was confirmed through observed calcification. Report of regurgitation was unable to be confirmed through visual observations. X-ray demonstrated wireform intact; heavy calcification was observed on leaflet 2, and moderate calcification on leaflets 1 and 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 on the inflow aspect and 2mm on leaflet 3 on the outflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. Calcification restricted leaflet mobility and led to stenosis. Sewing ring was cut around the valve and exposed metal band on the inflow aspect. A suture thread remained attached to the sewing ring.

Event description:
Edwards received information that a 25mm 7300tfxj valve, implanted eight (8) years and one (1) month, was explanted due to mitral stenosis and regurgitation caused by calcification. The patient was diagnosed with pulmonary hypertension. The device was explanted and replaced with a 25mm 11400m valve. The patient status was reported as "recovered".

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed to the event.

Manufacturer narrative:
The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm 7300tfxj valve, implanted approximately eight (8) years, was explanted due to mitral stenosis and regurgitation caused by calcification. The patient was diagnosed with pulmonary hypertension. The device was explanted and replaced with a 25mm 11400m valve. The patient status was reported as "recovered".